Manufacturer narrative:
Supplemental being filed. On (B)(6) 2020, ortho received notice from bima patel, consumer safety officer, cber, office of compliance and biologics quality, that this MDR report referenced an incorrect product code. Specifically, the procode ksz was identified for our device under section d.2b of the report, although the correct product code for our device is qhr. This supplemental report is being filed to correct the product code of our device to qhr.

Event description:
Supplemental being filed. On 04may2020, ortho received notice from bima patel, consumer safety officer, cber, office of compliance and biologics quality, that this MDR report referenced an incorrect product code. Specifically, the procode ksz was identified for our device under section d.2b of the report, although the correct product code for our device is qhr. This supplemental report is being filed to correct the product code of our device to qhr.

Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4); qerts#: (B)(4).

Event description:
Report 1 of 2 (for second event: see (B)(4)). Customer contacting tsc to report an unexpected positive 1+ result to the anti-d micro well in the mts abd/rev gel card lot# 0110200370-01 to a patient historically know to be a o neg blood group patient that would typically show a negative result in the mts abd/rev gel cards. Customer reports the patient in question was tested on (B)(6) 2020, and the 1+ to the anti-d well was issued by the vision ((B)(4)). Issue started on: (B)(6) 2020. Microtubes/wells or cell (donor #) affected: anti-d; reaction grade obtained: 1+; customer was expecting: negative. Test repeated: yes. Method/result obtained by repeating:1+. Sample ID: (B)(6). Number of samples affected? 2 (collected on the same day). Was qc affected? No. Was any expired product used? No. When was the last successful qc run? 03-26-2020. Transfusion history: no recent transfusions. Product handling protocol: cassette/gel card storage temperature range: as per IFU;- cassette/gel card orientation: upright; rbc storage and handling: as per IFU 2-8c; visual appearance before use: acceptable; was the vial freshly opened? Unknown; upon visual inspection a 1+ was confirmed in the anti-d micro well. Patient is a known o negative. Previous typing of this patient in the mts abd/rev gel card on (B)(6) 2020 produced a negative result in the mts abd/rev gel card lot#091219037-08 tested on the same ortho vision. Customer indicates this patient as 2 additional testing in the mts abd/rev gel card by a neighboring facility who also uses the ortho vision and both were resulted as being negative in the anti-d micro well and correctly interpreted as o negative. Customer reports collecting another sample from the patient in question on the same day on (B)(6) 2020, (sample ID: (B)(6) ) tested in the same lot of mts abd/rev gel card on their other ortho vision ((B)(4)), and again a stronger 1+ reaction was observed to the anti-d micro well. No recent transfusion. Customer reports the patient samples were sent to their reference lab who reported the patient to be weak d type 2, but consistently did not show any reactivity in the anti-d micro well to the mts abd/rev gel cards. Customer suspects a difference in titer of the anti-d in-between the listed lots of abd/rev gel cards. Tsc reviewed econn data and confirmed the customer's reported events using the column grade report. Customer requesting an investigation into the differences of titer of the anti-d to each lot of the mts abd/rev gel cards.